Event description:
It was reported that the customer had high blood glucose levels of 600 mg/dl. The customer reported that his kids were playing with the insulin pump and possibly messed up the settings of the insulin pump. The customer reported treating with manual insulin injections. Troubleshooting was done. The customer was advised to retrieve the correct basal rates from the health care provider and to revert to a back-up plan in the meantime. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).